Event description:
The facility reported while hooking up the patient to the mechanical lift, the hydraulic system failed, dropping the spreader bar of the lift onto the patient's chest. No injuries were reported. The device was inspected by an arjohuntleigh rep and was found to be in good condition. The functional test was inconclusive; the failure could not be reproduced. The last preventive maintenance was performed in july 2009; no problems were noted at that time. Further investigation will be performed upon return of the device to the manufacturer. (B) (4)